Manufacturer narrative:
The device was received for evaluation. During functional testing, the device passed flow accuracy test and performed according to recommended parameters. A review of the event history log (ehl) revealed infusion at a rate of 40 ml/hr and vtbi: 20 ml.a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed preventive maintenance volume and accuracy testing. This occurred in the biomed service department. There was no patient involvement. No additional information is available.